Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during rewind. Customer's blood glucose was normal. Some motor error alarms were verified in the device alarm history. The device is not returning for analysis.